Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a clinical study that after this left ventricular (lv) lead was implanted, the patient experienced a pericardial effusion. The patient was hospitalized but no interventions were performed. The clinical site also reported that the effusion was not related to the lv lead. The new lead remains implanted and in service. No additional adverse patient effects were reported.